Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of error code was not confirmed. However, noise on the image was noted due to faulty charged coupled device. In addition, kinks and knot on the cable were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that a loss of image and an error code occurred with the hd camera head. The event was noted during a therapeutic procedure and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event. This report is being submitted for the loss of image

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty charge-coupled device (ccd) and the kinks/knot on the cable could not be identified. Olympus will continue to monitor field performance for this device.